Event description:
The physician reported the guidewire in question was used for the embolization of a hepatic artery. When the physician inserted the guidewire into a 5f catheter, severe friction was felt and the guidewire got kinked in the middle. The physician swapped out the guidwire and completed the procedure with the use of another similar guidewire. The physician reported he thought that "the coating had trouble." The physician did not disclose any additional information regarding the alleged event. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.